Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment with corrosion. This report is made based on the results of an investigation completed on 12/12/2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 12/12/2013 with the following findings: the battery compartment was cracked from the threads to the case seal. Corrosion in battery compartment. Threads on compartment were intact. Battery cap was not returned with pump. Test cap was used to complete investigation. Leak test passed. No leaks detected. Opened pump and removed from case. No moisture or corrosion in the interior of the pump, just the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.